Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(4), ubd: 16-sep-2013, UDI#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, clonidine, and an unknown medication at unknown concentrations and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that patient's healthcare provider just "fixed" the patient's pump. According to the patient, their pump got damaged and a surgery was performed on their back and front. The patient clarified that, in (B)(6) of 2019, it was discovered that their catheter was broken. The patient had a catheter replacement surgery on (B)(6) 2020 because "the pump was not working because the catheter was broken". The patient alleged that a piece of the catheter was left inside and they were hospitalized for a week following the surgery. The patient requested MRI guidelines as they had seven surgeries on their foot and their having an MRI of their foot. No symptoms were reported. No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. Ptm is not working properly.